Event description:
The customer's mother stated that the customer had blood glucose (bg) levels in the high 400s (mg/dl) and that he was also vomiting, so he was taken to the hospital. The customer's mother also stated that the cannula was not properly inserted at the infusion site which led to the high bgs. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.